Manufacturer narrative:
(B)(4).

Event description:
It was reported the patients device had migrated. The patient had a pocket revision. There were no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed the device was at eri (or eol) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer.